Event description:
Procedure: laparoscopic gyn (unspecified). Reportedly, after removing the device from the package, the instrument was inspected and everything looked correct. While inside the abdomen, the surgeon noticed a black piece was missing on the distal end (through the scope) and also a tear in the mesh sleeve was noticed after it was removed from the cavity. The piece was not located or retrieved. X-ray was not ordered or taken. No patient injury.